Event description:
The physician reported she removed and replaced the iol due to her observation of a foreign substance in the optic. The lens was replaced 2 weeks postoperative.

Manufacturer narrative:
Initial inspection of the iol showed an unidentifiable substance in the material of the iol. The device was sent to the manufacturing site for additonal analysis and the investigation into this event is ongoing. The iol met all manufacturing specifications prior to release.